Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products unknown tmj mandible component, part# ni, lot# ni, unknown screws, part# ni, lot# ni.

Event description:
It was reported a revision was performed to remove temporomandibular joint implants. Upon implantation, one of the screws had been placed into the inferior alveolar nerve causing dysesthesia refractory. Conservative management was attempted prior to the revision surgery. Attempts have been made but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected. The following sections were updated. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. The root cause of the reported issue is attributed to user error. It was reported that "one of the screws was placed by the surgeon into the ian [inferior alveolar nerve] causing dysesthesia refractory to conservative measures". If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.